Manufacturer narrative:
The insulin pump was received with cracked end cap and cracked battery tube threads. The battery cap does not screw in and the device had minor scratches on the lcd window.

Event description:
Customer's mother reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the battery cap would not screw in and it was bent. Customer advised the opposite end of the battery compartment was bent and broken. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.